Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a prime anomaly. The customer reported that insulin was squirting out during the manual prime process. The insulin continued to drip after motor stopped during the manual prime process. They were not wearing the insulin pump during priming. Troubleshooting was performed. They were able to prime successfully with a new infusion and reservoir set. However, the customer requested to prime again as the issue had happened during the second time they tried priming. They disconnected from the insulin pump, removed the reservoir, and did a rewind. The customer did a prime but insulin shot out and then a drip came out. The customer was instructed to try an infusion set from a different box. The customer was unable to successfully prime the set. The customer¿s blood glucose level was 345. The customer treated their blood glucose with manual injection. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No prime/fill anomaly and ramping numbers noted on the display. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube and minor scratches on display window noted. No moisture damage noted on electronics assembly. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.